Event description:
Pt called alleging that one touch basic enhanced meter was reading inaccurately erratic. Pt stated that on the day of the event pt was taken to the hospital after pt's sugar dropped in pt's sleep. Pt reportedly took a reading the evening before and it was "0". Upon retesting, "it read 329mg/dl". Pt reportedly was unsure of this reading. However, with this reading, pt took 6 units of "n" (unk if set amount or sliding scale) and went to bed. Pt reportedly woke up in the hospital. It is unk what the hospital reading was and what treatment pt received. It was found out that the code on the meter did not match the code on the test strips. Pt was cleaning meter with rubbing alcohol. Sending letter.